Event description:
Consumer reported receiving a high reading of 85mg/dl on the precision qid glucose monitor when compared to the laboratory value of 47mg/dl. The results, when plotted on a parkes error grid fall in the "c" zone and are considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.